Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "caller states her daughter had this PICC for about four days then it started leaking and had to be removed. Caller states after it was removed her daughter had an allergic reaction to the catheter. Caller states her daughter experienced puffiness and swelling. Caller states her daughter is at home, doing well and taking benadryl."